Event description:
A reliant balloon was used in a patient during the endovascular treatment of an aortic aneurysm. It was reported that the reliant balloon burst after one or two inflations. Another manufacturer's device was used. The physician stated the event was device related. No clinical sequelae were reported and the patient is fine.